Event description:
"The doctor explained he thought he had a case where he inserted smartplug, bilaterally, and the pt returned 1-2 months post insertion and presented with pus, swelling and heat to the punctal region. The doctor put the pt on oral keflex 250 mg for 7 days and the potential infection resolved. 1 week post resolution, the pt came in and the same signs were back. The doctor put the pt on a z-pack and the potential infection resolved. The plugs were not irrigated out and the pt is currently symptom free."